Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant (tsvb11) was returned for investigation. Visual evaluation of the as returned product identified that the device was fractured around the collar. Additionally, there was bone residue around the external threads due to usage. Device history record (DHR) review for the lot (60759756) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review was performed for the reported lot (60759756) and no other complaints were identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Email address was not provided. Premarket identification PMA/510(k) number k013227.

Event description:
Doctor reported the implant in tooth 19 fractured and was removed.